Event description:
Bd precision glide needle 19gl, lot 3329168, exp 1/19 was found to have hair sealed in the product through several sealed presumably "sterile" units. At least 5 were noticed at our facility, but the hair extends in such a way that would suggest other individual needles would be affected. This compromises the sterility of the batch of note. It is clear that the hair appears to be reddish blonde with dark "roots" extending about 1.25 inches.